Event description:
T-tube broke off in pt's body while trying to remove it. Fragment located at vaginal cuff. Doctor called to inquire if fragment should be removed. Doctor advised by co that fragment should be removed. The doctor did not retain portion of drain that was removed.